Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer had shocked the health professional when picking up the device by the handle. The device shocked again when paper was being taken form the printer tray. No major injuries resulted from the shocks and no physical damage was visible on the programmer. The device was returned and replaced.